Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a2114) was returned for evaluation. The reported complaint was confirmed from the evaluation. Unit received without 6in transitional, and the evaluation showed that the set screw in the index knob is prematurely stopping the index knob short of being fully locked. The pawls are broken and the set screw in the index knob will need to be replaced as well. The unit needs repair, and replacement of worn parts. General maintenance and cleaning is also required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield infinity xr2 skull clamp (a2114) will lock in place but was not engaging fully to keep 3 point from not moving. Additionally, it was reported that the threads might be slightly stripped. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.